Event description:
The customer alleged that he performed a control test and received a result of 239 mg/dl. The normal control range was 100-138 mg/dl. The customer did not have his meter, or supplies with him at the time of the call, so troubleshooting was not possible. No product will be returned at this time.

Manufacturer narrative:
The customer did not have his meter or test strips with him at the time of the call. Without a serial number or lot number it is not possible to determine a MFR date.